Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("12 years of suffering") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("12 years of suffering"). The patient was treated with surgery (device removal; laparoscopy, laparotomy). Essure (ess205) was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and medical device removal with essure (ess205). The reporter commented: the patient commented that after 12 years of suffering, "essure has left this" [note: pictures of laparoscopy and laparotomy scars posted]. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("12 years of suffering") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("12 years of suffering"). The patient was treated with surgery (device removal; laparoscopy, laparotomy). Essure (ess205) was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and medical device removal with essure (ess205). The reporter commented: the patient commented that after 12 years of suffering, "essure has left this" [note: pictures of laparoscopy and laparotomy scars posted]. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.